Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported cowl was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized indicating the image was taken post deployment of the second clip (no reported issue). In the image, the bottom clip is orientated such that the plane of the clip arm angle is parallel to the field of view; as such, the individual clip arms cannot be identified, and the clip arm angle cannot be visualized in any capacity. However, the tips of the clip arms can be discerned and provide an indirect assessment of the clip arm angle. The short the tip-to-tip distance, the more closed the clip arms are. The bottom clip appears to have a very small tip-to-tip distance, such that the tips of the clip arms are in close proximity to each other indicating a potential clip arm angle of < 10°. The top clip in the image notably has a different orientation than the bottom clip which allows for the individual clip arms do be visualized; the clip arm angle appears to be ~20° - 25° and presents in a typical fully closed position per the instructions for use (IFU). Presumably, the top clip is the reported device for post deployment cowl and the bottom clip in the image is the second implanted clip which did not have a reported issue. It should be noted that per the IFU (el2123903) section 28.0 closing the clip and evaluating clip position, step 28.2, the user is instructed to "slowly close the clip just until the leaflets are coapted and mr is sufficiently reduced. The clip should maintain a "v" shape. Warning: do not use excessive force to close the clip further than is necessary to adequately reduce mr. Leaflet injury may occur. Do not close the clip too tightly as it may result in leaflet injury or an inability to deploy the clip. Inability to deploy the clip may result in worsening mitral regurgitation, cardiac injury, slda, and / or conversion to surgical intervention". Based on the image provided is appears the bottom clip in the image, presumably the second implanted clip with no reported issue, is closed excessively based on the minimal tip-to-tip distance (i.e. The tips of the clip arms are located directly next to each other) which is indicative of over-closure. The top clip in the image, presumably the first implanted clip reported for post deployment cowl, has an arm angle of ~20° - 25° and presents with a closure consistent with the IFU. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye, neither clip observed in the image presents with a significant arm angle associated with a cowl event. Furthermore, it appears that the bottom clip (2nd implanted clip) was subjected to over-closure. Assuming the top clip (reported device) was subjected to over-closure as well, it is likely that the effects clip lock settling were exacerbated and perceived as a cowl. Lastly, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation.

Event description:
This is filed to report a clip that opened while locked. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), thickened leaflets, and bi-leaflet prolapse for a mitraclip procedure. This was the first clip of the procedure. After the leaflets were successfully grasped, the clip was closed and mr was significantly reduced. The clip passed 'establish final arm angle' efaa and was released. After release, a significant intra-clip jet was observed. It appeared as if the clip opened to approximately 40-45 degrees, and remained stable. A second clip was placed lateral to the first clip for added stabilization. The mr was reduced to grade 2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.